Manufacturer narrative:
(B)(4).

Event description:
Reported as "iab failed to fully unwrap". It was reported that "noticed a 'space' between the tip of the iab and the balloon. There were no alarms, and the pump was pumping but the catheter looked different. Physician was able to manually inflate the iab once, and it fully expanded". No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). Additional information received on 01 aug 2024 states that the patient was "critical" prior to the event. The reported complaint that the "iab failed to fully unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Reported as "iab failed to fully unwrap". It was reported that "noticed a 'space' between the tip of the iab and the balloon. There were no alarms, and the pump was pumping but the catheter looked different. Physician was able to manually inflate the iab once, and it fully expanded". No patient harm or injury.